Event description:
An altitude alarm occurred repeatedly on the customer's pump, and their blood glucose level was reported to be high, exceeding 500 mg/dl. The customer used a correction injection via multiple daily injections (mdi) to address their high blood glucose level and did not require assistance from a third party. Technical support instructed the customer to clean the speaker holes and to try reconnecting the cartridge, but the insulin delivery could not be resumed with the current cartridge. The customer did not trust the pump after troubleshooting efforts, resulting in early cartridge replacements. Technical support, with approval, sent the customer a replacement pump and provided guidance on returning the problematic pump.